Event description:
It was reported that the physician questioned the device longevity, and that the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1588t, competitor lead, implanted: (B)(6) 2011; 5076-52, lead, implanted: (B)(6) 2011. (B)(4).